Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the fog free function error e104 occurred. Error code e104 means a malfunction of the endoscope or video system center. The adhesive of the bending section rubber was chipped. The video connector and video connector case were scratched due to external factors. The light guide connector was scratched. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the ccd unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope connection error occurred and an unspecified error code was displayed on the monitor. The error code was unknown. There was no report of patient injury associated with the event.